Event description:
Complaint was received in 2002. Complaint was determined not MDR reportable. Received add'l info in 2002 and determined that complaint was reportable. Garrote wire partially deployed. Surgeon used scissors to finish transecting lesion. Pt was not affected.